Event description:
It was reported, solo catheter 8295118 was left in place for a week, and during maintenance, it was found that the print scale was missing, affecting the observation of the exposed length of the retention, and there was concern about the catheter material. Additional information: imaging has not been done to confirm the catheter remains in the correct position. The catheter is coming out. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information: pulled out a little bit and did not see the scale markings, the body has markings inside and outside of the scale is not clear. Catheter was inserted with 1cm exit site markings. The catheter was removed and a new catheter was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing depth markers is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo was returned for evaluation. An initial visual observation of the photograph showed the catheter while inserted into a patient with only the proximal end of the catheter exposed. At least two depth markers were observed to be missing or worn off, and the ink on the molded joint was also observed to be faded/missing. While the depth markers were observed to be missing, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.